Event description:
It was reported that the user filled the infusion set cannula before connecting the tubing and infusion site, and was subsequently educated to connect the tubing and site prior to filling the cannula; the agent then guided the user through correct cannula fill steps. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting and user education without alarms. Investigation included remote troubleshooting and user instruction. Investigation of this case revealed user technique error during supply change with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was user error.